Manufacturer narrative:
The hospital's equipment department re-plugged the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit failed to power on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit failed to power on. An on-site inspection by an engineer found that a loose power cable was the cause. This investigation is ongoing.